Event description:
There have been two tubes that have disconnected from the ventilator by the connector adapter falling off. When this happens they have to re-intubate the patient. They have the lot # identified and central processing and distribution stocks these in the adult intubation boxes and adult crash carts. We are starting to open our adult intubation boxes to look for that lot number.